Event description:
Per the clinic, the patient developed an infection with overlying skin breakdown. The patient was hospitalized for four days (specific date not reported), received antibiotic treatment (specific type, dates, and duration not reported), and underwent a CT temporal bone scan under general anesthesia. The site subsequently became erythematous, resulting in discontinuation of device use. There are plans to explant the device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.